Event description:
It was reported after insertion the pre-loaded intraocular lens (iol) haptic broke and there was patient contact. The iol was removed successfully without patient injury. Through follow-up, additional information was received confirming no unplanned incision enlargement and no unplanned suture(s). No further information is available.

Manufacturer narrative:
Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. The device was not returned for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 20-apr-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received wrapped in gauze inside of a specimen cup. Visual inspection under magnification revealed that the lens was received cut in half and with a detached haptic. The lens was cleaned, and no further issues were identified. The handpiece was received with the plunger rod fully advanced, and it was revealed that the plunger rod tip was damaged. The handpiece was disassembled, and the assembly was inspected. No assembly issues were identified. Dc-haptic damaged, the complaint issue, could not be confirmed. However, the observed issue ¿haptic detached¿ is similar to the complaint issue ¿haptic damaged¿ and could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.